Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Previously administered products included for prevent pregnancy: depo shot from 2006 to 2007. Concomitant products included esomeprazole and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), urinary tract infection ("uti"), bacterial infection ("bacterial infections"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, urinary tract infection, bacterial infection, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, vulvovaginal pain, abdominal pain upper, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, bacterial infection, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina in (B)(6) 2009: successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal), menorrhagia. Reporter, concomitant drugs, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urinary tract infection ('uti'), dyspareunia ('dyspareunia (painful sexual intercourse)'), pelvic pain ('pain'), bacterial infection ('bacterial infections') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 2. Previously administered products included for prevent pregnancy: depo shot from 2006 to 2007. Concomitant products included esomeprazole and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage, pelvic pain, urinary tract infection, bacterial infection, dyspareunia, vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, urinary tract infection, bacterial infection, dyspareunia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, vulvovaginal pain, abdominal pain upper, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, bacterial infection, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2009: successful. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "genital haemorrhage" was downgraded to non-serious incident. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.